Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to have a covidien service engineer to replace the breath delivery unit (bdu) printed circuit board (pcb). The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.